Event description:
Ous MDR - after an implantation period of about 27 months, multiple capacitors charges due to a noise were reported. A noise in the ff channel during fu was further reported. No adverse patient side effects have been reported. This lead is still implanted.